Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, after doing 8 applications on the left inferior pulmonary vein, the physician tried to remove the guidewire, but it was stuck. Troubleshooting was attempted, the physician tried to push the guidewire while pulling the catheter and changed configuration, but the guidewire was still stuck. The catheter was replaced and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.